Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported during the semi-annual preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive manifold test was failing. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) semi-annual pm the drive manifold test was failing. Ran the test a few times and the test failed each time. I had found the printer door latch was broken. Replaced drive manifold assembly and replaced the printer. Functional tested without further failures. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Unit returned to customer and cleared for customer us no patient involved.

Event description:
N/a.

Manufacturer narrative:
Corrected data: h11 a getinge field service engineer (fse) semi-annual pm the drive manifold test was failing. Ran the test a few times and the test failed each time. I had found the printer door latch was broken. Replaced drive manifold assembly and replaced the printer. Functional tested without further failures. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Unit returned to customer and cleared for customer us no patient involved.the following was performed by technician of the maquet failure analysis and testing (fat) department wayne,the failure analysis and testing department received the following parts associated with this complaint:printer asco drive manifold assy, these parts were received with a reported unit failure message of door latch was broken for printer and drive manifold leak test failing. Performed visual inspection of these parts received and found door latch was broken for printer and drive manifold assy, looks to be in condition. Please see attached picture of broken door latch for printer.installed drive manifold assy,into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual the failure analysis and testing department performed all manifold leak tests and failed vacuum leak test with result of 39mmhg, the factory specifications is +-25mmhg for vacuum leak.the failure analysis and testing department verified the failure message of drive manifold leak test failing and door latch was broken.drive manifold assy. Failed testing. Sending drive manifold assy. To the supplier for failure investigation per procedure. Retaining printer in the fat dept. Per procedure